Event description:
Boston scientific received information that low shock impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and an unknown right ventricular lead through the remote monitoring system. Additional information was received confirming that there was no lead issue. No revision was done since all other measurements were within range and the lead was working properly. The patient will be monitored. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.